Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart alarm. Customer reported to have received a low battery alarm and was not aware of it. When customer changed battery he realized that an unexpected restart alarm was received. Customer states that reservoir icon was not showing. Customer's blood glucose was 238 mg/dl. Alarm history showed an unexpected restart alarm and excessive signal too low alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was tested with a water fill test reservoir; several boluses were programmed and delivered the units left display properly and match units left at test reservoir. The reservoir icon is working properly. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alarm noted. The insulin pump passed a21 error test. No a17 and a21 alarm noted. However, the insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.\